Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then revised.

Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was not available for evaluation. Engineering evaluation was unable to verify a system malfunction due to insufficient information; the user did not submit case logs from the procedure for investigation. The notification to inform the user of a placed implant is received when an implant is placed within a 1.5 mm tolerance to the planned location. The user was likely meeting this tolerance during placement prompting the system to notify the user that the implant was placed to plan. The user opted to continue to drive the implants further to a more desirable depth and confirmed via fluoroscopy that they were placed to plan. No adverse effect to the patient was reported. The observed overall risk level is low, which does not match the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b1; b4; b6; d4; d5; g6; h2; h3; h6; h10.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then revised.